Event description:
This event was reported as ring explanted after approx. 7 yrs. Implant duration due to severe mitral regurgitation caused by apicalization of the papillary muscles with traction down on the leaflets preventing their appropriate coaptation. Dyspnea and cardiomegaly were also present. No further information was provided.